Manufacturer narrative:
The reported event of damaged introducer was confirmed. As received, an introducer was returned in one piece with the dilator. A visual examination revealed the introducer sheath was kinked, the distal tip was damaged, and sheathing layers were separated. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that a venous rupture occurred when the introducer was advanced into the patient. The introducer was removed. Dilation was performed and a new introducer was able to be advanced into the right atrium. Another venous rupture occurred while advancing the second introducer. The event was suspected to be due to due to tortuous anatomy. No intervention was required to resolve the event. The procedure was aborted and the patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the introducer should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Corrected information: additional information received indicated the reported event of venous rupture did not occur. The introducer was only damaged during the procedure. The patient is in stable condition and did not experience any adverse consequences.